Event description:
The customer received blood glucose readings between 180-200 mg/dl from her contour meter and readings between 300-400 mg/dl from another meter. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer decided to end to the call. No product will be returned.